Event description:
Consumer alleges she has tipped over on her scooter several times and has hurt her knee.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
On 09/13/2024 tech went out to evaluate unit. Issue could not be duplicated. Consumer error. Unit is working properly.

Event description:
Consumer alleges she has tipped over on her scooter several times and has hurt her knee.